Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 32 mg/dl, which was treated with food. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. Customer was able to resolve no delivery with an infusion set and reservoir change. After troubleshooting, customer was advised that insulin pump was working as designed. Reservoir and infusion sets would be sent back for analysis. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.